Event description:
It was reported the patient had symptoms following falls. The patient fell three times in two days after a shoulder surgery on (B)(6) 2012. The patient 'protected" his device the first time he fell. X-rays of the affected fall areas showed there were no broken bones, but a splint was placed on the patient's right hand, which was swollen. It was also noted a skin lesion was burned off by a dermatologist in (B)(6) 2012, that could not be addressed by a health care professional due to its proximity to the patient's device. Last week, the patient was told by his speech therapist that his speech was getting worse since his last reprogramming session three weeks ago. It was noted the patient's voice was clearer after reprogramming. The patient now needs help to dress himself, which was not the case before. The patient was having trouble swallowing and was drooling at night. The patient was on program "b" and was at 3.9 v olts on the left side and 3.7 volts on the right side. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37085-95, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v865889, implanted: (B)(6) 2012-, product type: lead. Product ID: 3387s-40, lot# v865889, implanted: (B)(6) 2012, product type: lead. (B)(4).